Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an anterior resection and cystectomy procedure on 10(B)(6) 2013 and a drain was placed. On (B)(6) 2013, the drain was removed. The patient developed milky ascites and lymphorrhoea.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. When inspected, the detachment was found to be too easy. The adapter attached to the tube is smaller size than it should be. The adapter attached to the tube does not seem to be the one supplied. It is impossible to know where the wrong adapter was supplied or mixed at the facility.